Event description:
I got mentor saline smooth implants in 2003. I immediately noticed inflammation, but thought it was the surgery. I was told the implants were salt water, similar to that of the body and absolutely safe. I had to quit my job of 12 years because I had extreme fatigue. I didn't even have the strength or energy to go to the doctors. When I did go to my doctors, they had absolutely no idea what they were dealing with, and sent me home with some irrelevant rx.. It has been 13 years and I have made a career of fighting bizarre autoimmune reactions in my body. I have sore joints, muscles, insomnia, at least once a month, I feel like I'm going to get the flu. I get random inflammation. I have general malaise, hair loss, and weight gain. My primary care doctor had no idea what was wrong, and I went to hospitals numerous times. They said I must have a virus. Standard tests didn't show any problems. I spent thousands on homeopathic care because it was the only treatment that kept my symptoms in check. My immune system was severely compromised and no one could tell me why. I had my implants removed because several friends had health issues as well. Within a week, the symptoms that had me almost bedridden disappeared. The fact that doctors and patients have no idea that these toxic implants can even at least potentially cause autoimmune illness are crimes against women. I found a ridiculous amount of evidence to support my problem and not one "professional" could validate my concerns that spanned years. I am very concerned for the women like me who are still dealing with a willfully ignorant medical industry that refuses to acknowledge the problem. I am going through major detox therapy now. I am asking numerous supplements because my liver was effected from the implants.